Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va101x3, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that she felt stimulation in her foot the first week she had the device. She then developed an infection after implant during the third week of (B)(6) on a thursday or friday. She had two hematomas; one on top of the device and one under it. The site was not closing and it was extremely painful. She could not remember if they did a culture or not. She was given intravenous (IV) antibiotics and total system explant occurred the monday following infection onset. The patient noted that her anatomy was twisted and altered. She had several palsy and scoliosis of the spine. When transferring herself from her wheelchair to the tub or toilet she was pulling on the leads causing them to move. This was what led to the infection. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.